Event description:
Reporting status: serious injury. Reporting rationale: sub acute thrombosis. Device issue: no device malfunction has been reported. It was reported that two promus stents were implanted; subsequently, sub-acute thrombosis occurred. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second unknown promus (unknown part, unknown lot) is being filed under the same manufacturer report number.